Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in the mount properly. Data was successfully extracted from the returned sensor using approved software. Sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the sensor plug assembly, and no issues were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Poise voltage testing was performed, and all results were within specification, indicating the sensor was providing accurate glucose readings and functioning as needed. Therefore, the issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced dizziness and was unable to self-treat, requiring third-party administration of glucose for treatment by a healthcare professional. There was no report of death or permanent impairment associated with this event.